Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported.

Event description:
Ecn event description: doctor says that on ripv the guide wire got stuck. He opened a new catheter and the slider switch wouldn't work. The 3rd catheter got the guide wire stuck again. Completed with 4th functional catheter. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: asked to load the wire straight after flushing catheter. Changed the guide wire what is the next course of action?: follow up with physician patient present at time of event?: yes patient complications: no patient complications device acquired from a distributor?: no it was reported that the catheter exhibited a stuck guidewire. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was in use. When positioning in the right inferior pulmonary vein (ripv) the starter guidewire got stuck. It was attempted to reload the guidewire directly after flushing the catheter, but this was not successful. The guidewire was replaced, but this also did not resolve the issue. The catheter was replaced, but the deployment slider of the second catheter could not deploy the array when it was tested outside the patient. The second catheter was replaced, but the third catheter exhibited a stuck guidewire. The catheter was replaced once again with a fourth catheter. Two other replacement catheters exhibited non reportable issues and needed to be replaced themselves. The procedure was completed with the sixth catheter. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The sample was returned in a carboard dhl branded box, with the guidewire was placed in a double zip-lock type bag marked biohazard. The outermost bag had a label attached stating the customer's complaint number and information about the guidewire. A visual and microscopic examination of the returned product was completed, and the following features were observed: the guidewire returned fractured on the coil at the distal end, with 23cm of the coil fractured from the distal end. This is 3-piece construction: coil, core, and ribbon. The ribbon and coil are welded at the distal end. The force applied to the guidewire caused the coil to stretch on the distal section, and snap. The ribbon had a number of bends present and fractured at the distal j section. There was evidence of necking on both sides of the coil fracture point, which would suggest that this fracture was due to tensile overload. The portion of ribbon behind the distal weld was not visible and permission to deconstruct was granted from the customer. The ribbon was fractured on the distal end, approximately 0.1cm from the weld. There was evidence of necking on both sides of the ribbon fracture point, which would suggest that this fracture was due to tensile overload. There was a portion of fray approximately 12.6cm and 16.2cm from the proximal end. No anomalies were observed to indicate a manufacturing issue with the proximal weld. The proximal weld was intact. No other damaged was noted on returned guidewire. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported.

Event description:
Ecn event description: doctor says that on ripv the guide wire got stuck. He opened a new catheter and the slider switch wouldn't work. The 3rd catheter got the guide wire stuck again. Completed with 4th functional catheter. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: asked to load the wire straight after flushing catheter. Changed the guide wire what is the next course of action?: follow up with physician. Patient present at time of event?: yes. Patient complications: no patient complications. Device acquired from a distributor?: no. It was reported that the catheter exhibited a stuck guidewire. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was in use. When positioning in the right inferior pulmonary vein (ripv) the starter guidewire got stuck. It was attempted to reload the guidewire directly after flushing the catheter, but this was not successful. The guidewire was replaced, but this also did not resolve the issue. The catheter was replaced, but the deployment slider of the second catheter could not deploy the array when it was tested outside the patient. The second catheter was replaced, but the third catheter exhibited a stuck guidewire. The catheter was replaced once again with a fourth catheter. Two other replacement catheters exhibited non reportable issues and needed to be replaced themselves. The procedure was completed with the sixth catheter. No patient complications were reported. The device is expected to be returned for analysis.